Manufacturer narrative:
The incident unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the exact root cause. A review of the manufacturing records for the most probable lots indicated that the products passed all manufacturing and quality inspections. Although the exact root cause of the incident could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to use error. If the specimen is larger than the tissue retrieval bag, the specimen will need to be manipulated to fit inside the bag. The instructions for use (IFU) list the bag dimensions and volume to help the user determine which specimen sizes are appropriate. Applied medical's clinical development team has reached out to the customer to facilitate additional device inservicing. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Nefrectomy- "surgeon told this is a development suggestion. When surgeon was placing very large specimen to the bag, appliers metal arms bended and bag was ripped. Surgeon told thas this has happened couple of times when specimen has been very large. He told that it is very difficult to get specimen to the bag if specimen is bigger than bag. He told that if appliers arms would be stronger or if there would be only one ring style arm it would be stronger." Type of intervention: "n/a." Patient status: "normal status."